Event description:
It was reported when using the bd pyxis medstation es system, the auxiliary drawers 4(1&2) were not detected on the bus when users tried to retrieve the medication. This malfunction caused a delay in therapy; the customer stated that users obtained the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawers were not detected on the bus due to a connectivity issue. A field service engineer reseated the row board connectors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device involved in this incident, it was determined that the drawers were not detected on the bus due to a connectivity issue. A field service engineer reseated the row board connectors to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the auxiliary drawers 4(1&2) were not detected on the bus when users tried to retrieve the medication. The customer stated that there was no delay in the patient workflow since users obtained the medications from another station. There were no adverse events or injuries reported based on this incident.